Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complain, it was noted the cable between the serial adaptor board and the control board was loose. This cable was tightened, and the unit was returned to service the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A third party service representative performed a checkout of the equipment and confirmed the reported complain, it was noted the cable between the serial adaptor board and the control board was loose. This cable was tightened, and the unit was returned to service

Event description:
The hospital reported the unit alarmed and lost the ability to ventilate. There was no report of patient involvement.